Event description:
It was reported by repair work order that the customer alleged that the unit was missing the foot lock lever. Upon inspection of the unit by the service technician, it was identified that both the head end and foot end pins had been sheered in half, which could prevent the brakes from being engaged.